Event description:
Healthcare professional reported left side rupture and microcysts. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and microcysts. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed opening on posterior side assessed as fold flaw opening. Cyst: unable to observe as it is not related to the device. As per the investigation procedure, creases, wear abrasion, non-penetrating nicks and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 10/jul/2024. Additional, changed, and/or corrected data: a3a, a3b, d9, e1, h3, h6.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ cyst: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side rupture and microcysts. The device has been explanted and replaced with another manufacturer's device.